Event description:
It was reported that the gantry began to move in a spin operation when the operator was not in the room and there was no pt on the table. Two hcps were in the room at the time when the gantry in a pa position began to rotate. The positioner completed its spin and then stopped with no incidence. There was no pt or operator injury. The concern is for potential pt or hcp injury if either happens to be near the back portion of the detector lift were unintentional gantry movement to recur.